Event description:
Developed implant associated anaplastic t cell lymphoma requiring systemic chemotherapy and breast implant removal. The pt was not taking any medications at the time of her diagnosis with breast lymphoma.